Event description:
Customer reported the sys will not boot and is displaying "error 253". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the control panel. Sys operates as intended.